Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg and leads will be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician¿s preference. No device malfunction was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg and leads will be replaced for an unknown reason.